Manufacturer narrative:
The subject device was returned to the olympus repair center for evaluation and the customer¿s reported problem. The ceramic insulation at the distal tip of the sheath was found damaged/broken off. Also, the inspection observed the sheath was dented. A review of the device history records was performed, and no non-conformities or deviations were observed regarding the described issues. The device was last serviced via repair on (B)(6) 2022 missing screw and black cap components, and damaged spring cap and insertion tube shaft (indentations with resistance when inserting obturator). The root cause of the broken ceramic insulation at the distal tip of the sheath cannot conclusively be determined. However, based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor complaints related to the device and reported phenomenon.

Event description:
Olympus china was informed by the customer, the ceramic insulation at the distal tip of the inner sheath was found damaged during reprocessing after procedure. The customer reported there was no delay as the damaged sheath was replaced, and the diagnostic hysteroscopy procedure was completed using same set of equipment. The device was inspected prior to use with no abnormalities observed. No death or injury and no impact to patient or other was reported to olympus.